Manufacturer narrative:
A correlation between the device and the reported event could not conclusively be determined through this evaluation. The evaluation of the device did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and a distal portion was returned measuring approximately 5 inches. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 1 year and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent pump exchange on (B)(6) 2017 for suspected pump thrombosis. The patient presented to the hospital on (B)(6) 2017 with acute shortness of breath and hematuria. The patient¿s lactate dehydrogenase (ldh) was greater than 2500 u/l. Prior ldh was 200-300 u/l. The inr was therapeutic at the time of admission at 3.0. It was reported that the patient had a low inr of 1.5 on (B)(6) 2017, due to missing an anticoagulation dose. The patient¿s inr was otherwise therapeutic for the past month. No additional information was provided.